Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation as it remains implanted, however, cine imagery was made available for evaluation. The following was observed on first valve during the review of provided cine imagery. The valve was deployed canted inside the ring and did not appear to be fully expanded. The provided images did not capture valve positioning prior to thv deployment. The provided images did not show central ai. During manufacturing mitigation were put in place to ensure all sapien 3 valves met the valve specifications. The sapien 3 frame components were 1) 100% visually inspection by both manufacturing and quality for scratches, fracture/cracks, rough surface, distortion, gap/void/notch, step, wavy cut, grinding, burrs and protrusions, 2) 100% dimensionally inspected, and 3) 100% visually inspected by manufacturing for scratches, grooves, and deformation using 10x magnification after the cleaning and drying cycle. The leaflet components were also inspected. 1) leaflet thickness was measured per process sheet/ work order requirements, 2) leaflets were 100% tested and grouped by deflection category for subsequence process, 3) die cut leaflets were dimensionally inspected on sampling basis (ltpd 10%) with go/no go gage, 4) die cut leaflets were visually inspected on sampling basis to verify tissue slit exist under 8x magnification, and 5) die cut leaflets were 100% visually inspected for mechanical defects (e.g. Delamination, separation, damaged tissue surface, thin spot, and wrinkle). Furthermore, the sapien 3 valves underwent further inspections which included 1) during the production flow testing of the sapien 3 valves, the coaptation test was performed using appropriate fixtures and instructions. 2) the adequacy of thv valve coaptation and valve appearance were 100% inspected before and after valve holder attachment, 3) prior to final packaging, 100% visual inspection was performed at preliminary packaging to ensure no damage to the valve from handling between holder inspection and brep process. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. It should be noted that evaluation code ¿leaflet ¿ motion restricted-in patient¿ is similar to ¿leaflet ¿ inadequate coaptation-in patient¿, therefore, the lot history review was performed on both codes. A lot history review did not reveal any other additional complaint related to ¿leaflet ¿ motion restricted ¿ in patient¿, ¿leaflet ¿ inadequate coaptation-in patient¿, ¿valve ¿ regurgitation-central leak¿ or ¿valve ¿ canted, tilted¿, for the lot. A review of complaint history for sapien 3 (all sizes) from august 2017 to july 2018 revealed other device returned complaints for ¿leaflet ¿ motion restricted-in patient¿, ¿leaflet ¿ inadequate coaptation-in patient¿, ¿valve ¿ regurgitation-central leak¿, and ¿valve ¿ canted, tilted¿. No manufacturing non-conformance were identified during evaluation. A review of complaint history revealed that the occurrence rates did not exceed the control limits for sapien 3 valve trend categories ¿leaflet motion restricted (in patient)¿ and ¿regurgitation¿. However, the occurrence rate exceeded the control limit for the sapien 3 valve trend category ¿malposition¿ for the month of july 2018. It should be noted that the first thv was deployed into an edwards ring in tricuspid position. The sapien 3 (s3) with the commander delivery system (ds) is currently indicated for native aortic valve replacement. The IFU and training manuals in this section are for a tf procedure in the aortic position and were reviewed for relevant guidance for an s3 implant using a commander ds. No IFU/training deficiencies were identified. Since no product non-conformances or labeling/IFU/training deficiencies were identified, fmea assessments were not required. While the complaint of ¿valve ¿ canted, tilted¿ was confirmed, the complaints of ¿leaflet ¿ motion restriction-in patient¿ and ¿valve ¿ regurgitation-central leak¿ were unable to be confirmed based on the review of returned imagery. The returned imagery did not capture the observations of an immobile leaflet or central leakage. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet. Based on historical review of complaints, these events are typically a result of valve under expansion, native leaflet overhang due to valve deployment too atrial, leaflet impingement by a guidewire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The aforementioned patient and/or procedural factors can all contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic regurgitation. In this case, the central leakage remained the same even after manipulating the leaflet with a pigtail by the physician. Therefore, central regurgitation as a result of leaflet impingement by a guidewire is likely not a root cause for this case. Although it was reported that the valve was deployed in an acceptable position with a nominal inflation volume (33ml), cine images show that the valve did not appeared to be fully expanded and was deployed canted inside the ring. Per the training manual, the valve is required to be fully expanded for proper function, the under expanded valve may have restricted the motion of the leaflet and led to the reported abnormal coaptation and central ar. The canted valve (malposition) may have exacerbated the valve leakage. Available information suggests that procedural factors (under expansion and/or thv malposition) may have contributed to the immobile leaflet and central leakage events. Per the IFU, valve malposition is another potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Improper valve positioning prior to thv deployment could lead to a canted valve post deployment. However, without relevant imagery, the definitive root cause for canted valve could not be determined at this time. No manufacturing or IFU/training inadequacies were identified. Available information suggests that procedural factors (under expansion and thv malposition) may have contributed to the immobile leaflet and central leakage events. A definitive root cause for canted valve was unable to be determined at this time, but it is possible related to procedural factors (improper valve positioning prior to thv deployment). No labeling or IFU/training inadequacies were identified. Review of the complaint history revealed that the occurrence rate did not exceed the july 2018 control limits for trend categories ¿leaflet motion restricted (in patient)¿ and ¿regurgitation¿, therefore no corrective or preventative action is required at this time. Review of the complaint history revealed that the occurrence rate for sapien 3 valve exceeded the july 2018 control limits for trend category ¿malposition¿. Although the occurrence rate for sapien 3 valve exceeded the july 2018 complaint trend category control limit for ¿malposition¿, no product non-conformances or IFU/training deficiencies have been identified. As such, a product risk assessment (pra) escalation was not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards lifesciences as it remains implanted in the patient. During the procedure there are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the nonfunctioning leaflet cannot be determined. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted tricuspid ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The cause of the non-functioning leaflet and the subsequent central leak post valve deployment cannot be confirmed, it is possible the events were related to the patient¿s ¿unusual¿ hemodynamics or to the mechanisms described above complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during a transvenous access valve in ring (29mm sapien 3 in tricuspid ring) procedure, post valve deployment, echo showed one of the leaflets remained opened and the patient had significant regurgitation. The valve was prodded with a pigtail to see if that resolved the issue without success. A second 29mm sapien 3 valve was then prepped and deployed a couple of millimeters distal and with an extra 2mls (35mls). Repeat echo showed no remaining valvular regurgitation. The patient was stable at the conclusion of the case. It is perceived that the patient¿s ¿unusual¿ hemodynamics might have caused the valve not to function correctly.

Manufacturer narrative:
Additional information provided confirmed the hospital team was happy with the outcome of the procedure. The patient left the cath lab with residual mild paravular leak but otherwise with a well-functioning valve. A good outcome was expected. Investigation is ongoing.